Event description:
It was reported that the insulin pump alarmed, indicating a watchdog timeout, and also had a blank display. The customer was unsure of the blood glucose reading. She stated that she changed the battery after receiving the alarm, and now the insulin pump would not turn back on. Upon troubleshooting, it was found that the display did not return. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
The pump was received with a blank display due to a broken solder joint. Unable to verify any error alarms due to the blank display. The pump also had minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.